Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 78-year-old male patient was admitted for an elective impella placement to support his coronary artery bypass grafting surgery (CABG). He received multiple blood products intraoperatively. He was hemodynamically unstable with a cardiac index of 1.3 and hypotensive with mean arterial pressures in the low 60¿s. Rv function was poor on echo. The patient developed hematuria. He did cardiac arrest secondary to his ongoing hypotension. He was in cardiogenic shock (cs) and required multiple pressors to support his blood pressure and unstable hemodynamics. His impella ¿stopped working¿ during his arrest per staff, however, there was no change in motor current during this time. He again required multiple blood products. He developed a rapid atrial fibrillation (af) post op followed by ventricular tachycardia, requiring cardioversion. Echo showed the impella in deep, and it was repositioned. He developed some leukocytosis and cultures were done. His af returned and was unable to convert with multiple cardioversion attempts. The family opted to withdraw care on (B)(6) 2025.

Manufacturer narrative:
Corrected: d1, d4 (serial & catalog). Cardiac arrest/tachycardia/paroxysmal atrial fibrillation/infection: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Temporary pump stop:the root cause of the temporary pump stop was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation.